Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) due to a high blood glucose (bg) level (500s mg/dl) and a large level of ketones; the customer was not in diabetic ketoacidosis. The ketone level was considered as dangerous by a healthcare provider (hcp). The customer was treated with intravenous saline and the pump was continued to be used to address the high bg. After a few hours, the customer left the ER with a bg level in the 300s mg/dl. The contact thought the infusion set site may have been the cause of the high bg; however, could not confirm if the cannula was kinked. The hcp instructed the contact to change out the infusion set and resume insulin delivery via the pump. The customer's bg stabilized and the ketones had cleared.